Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This product is manufactured by zimmer (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer (B)(4) manufactures a similar device in the united states under 510k number k042037. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00068 & 0001825034-2016-00513).

Event description:
It was reported that patient enrolled in a clinical study and underwent a left total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection. The femoral head and acetabular liner were removed and replaced.